Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that propofol was noted to be back flowing towards the medication bag instead of towards the patient and when the manifold stop cocks were in the open position the medications would mix. There was no report of harm.

Event description:
The customer reported that propofol was noted to be back flowing towards the medication bag instead of towards the patient and when the manifold stop cocks were in the open position the medications would mix. There was no report of harm.